Event description:
New information stated that the patient experienced muscle stimulation when the left ventricular lead was active. The lead was capped on (B)(6) 2015 during device change out. The patient tolerated the procedure well and was doing fine during post-op follow up.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and loss of sensing. The lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.